Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for nsln episode. Upon review it was noted sensing latency on the far-field channel leading to the nsln trigger alert. Recommended reprogramming changes on the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.